Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead and the patient had chest pain. Cardiac perforation was suspected but no pericardial effusion was observed during diagnostic imaging. The rv lead was successfully repositioned to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.